Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Product history search for the nexgen cr articular surface revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the surgeon was unable to insert the articular surface into the tibial tray.

Manufacturer narrative:
This report will be amended when our investigation is complete.